Manufacturer narrative:
(B)(4)device evaluated by MFR:the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure a tip detachment occurred. The 90% stenosed lesion being treated was located in the mildly tortuous and calcified right coronary artery. After the procedure was completed with 1.5mm and 2.0mm burrs the physician entered with coil toughy and felt something "grab." When the 330cm rotawire was being removed, the physician felt something "snag" near the guide and touhy. Upon examination of the guide wire it was noted that the tip had unraveled and detached outside of the patient's body. The procedure was completed with this device. There were no patient complications reported and the patient status is fine.